Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with respiratory distress and fluid overload. Additional information was received on (B)(6) 2021 that the patient was experiencing a cough and dyspnea. The patient reported that the symptoms were temporally related to zosyn so medication was switched to oral ciprofloxacin. Per pulmonary consult, asthma and reactive airway were considered, steroids were tapered over two weeks. There was additional concern for worsening heart failure though pulmonary capillary wedge pressure (pcwp) was unremarkable. Pump speed was increased from 5400 to 5600 rotations per minute (rpm) with improvement in pcwp. The patient was discharged with a two liter nasal cannula.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The patient experienced respiratory distress/failure and fluid overload on (B)(6) 2021 and was admitted from an outside hospital. At the time of admission, the patient had acute hypoxemic respiratory distress with cough and dyspnea. During the admission, the patient¿s antibiotic medication was changed (refer to manufacturer report number 2916596-2021-06329 regarding the patient¿s previous admission on (B)(6) 2021 for driveline infection). A pulmonary consult considered there to be potential for asthma/a reactive airway, so the patient was given steroids for 2 weeks. There was concern for worsening heart failure although the patient¿s pulmonary capillary wedge pressure (pcwp) was reportedly unremarkable. The patient¿s left ventricular assist device (lvad) speed was increased from 5400 revolutions per minute (rpm) to 5600 rpm, which improved pcwp. The event was not considered to be device related. The event resolved without sequelae on (B)(6) 2021, and the patient was discharged home on 2 liters of oxygen with a nasal cannula. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas, including respiratory failure. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15oct2020. No further information was provided. The manufacturer is closing the file on this event.